Event description:
Related report manufacturer number: 3006705815-2023-00146. It was reported during a trial procedure on (B)(6) 2022 the lead was cut between the second and third contacts to remove the bent contact resulting in the lead fitting into the ipg header to resolve the issue.

Manufacturer narrative:
A patient experienced an extended procedure was reported to abbott. It was determined the patients lead was cut between impedance contact points 2 & 3 due to the lead contacts being bent. The procedure was extended by 45 minutes. As a result, the lead extensions were removed. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.